Event description:
It was reported that the patient presented to the emergency room due to syncope. Upon interrogation it was noted there was atrial pacing below the lower rate limit. The pacemaker was programmed to pace and sense in both the atrium and ventricle at a lower rate limit of 60 paces per minute. Boston scientific technical services (ts) reviewed the real time strip and found that there were frequent premature ventricular contractions (pvcs)that were re-setting the timing of the atrial paces. Ts discussed programming options and that this is normal device function. The field representative called back the next day and noted the patient was admitted to the hospital as later they noted sinus pauses leading to syncope. It was noted the patient is sinus node dependent. Upon interrogation of the pacemaker there was right ventricular (rv) oversensing of a non physiologic signal intermittently marking it inappropriately as pvcs. Ts discussed that the pacemaker has rv base timing, so when there were the inappropriate pvcs it reset the v to a timer. When the oversensed noise is frequent atrial pacing can become inhibited and the programmed mode may not matter. The field representative reprogrammed the rv sensitivity to 5.0 mv as the r-wave amplitude was at 10 mv, which mitigated the oversensing. The cause of the noise on the rv channel was unable to be determined. The pacemaker and leads remain in service and no adverse patient effects were reported. Additional information was received approximately seven months later noting he noise on the rv channel continued when bipolar pacing. Rv impedance measurements were stable in the 600 to 700 ohm range with some abrupt decreases to around 400 ohms which then come back to baseline. Since the patient has intact av conduction the rv lead was reprogrammed to unipolar pace during an in clinic visit. The pacemaker and rv lead remain in service and no adverse patient effects were reported.

Event description:
It was reported that the patient presented to the emergency room due to syncope. Upon interrogation it was noted there was atrial pacing below the lower rate limit. The pacemaker was programmed to pace and sense in both the atrium and ventricle at a lower rate limit of 60 paces per minute. Boston scientific technical services (ts) reviewed the real time strip and found that there were frequent premature ventricular contractions (pvcs)that were re-setting the timing of the atrial paces. Ts discussed programming options and that this is normal device function. The field representative called back the next day and noted the patient was admitted to the hospital as later they noted sinus pauses leading to syncope. It was noted the patient is sinus node dependent. Upon interrogation of the pacemaker there was right ventricular (rv) oversensing of a non physiologic signal intermittently marking it inappropriately as pvcs. Ts discussed that the pacemaker has rv base timing, so when there were the inappropriate pvcs it reset the v to a timer. When the oversensed noise is frequent atrial pacing can become inhibited and the programmed mode may not matter. The field representative reprogrammed the rv sensitivity to 5.0 mv as the r-wave amplitude was at 10 mv, which mitigated the oversensing. The cause of the noise on the rv channel was unable to be determined. The pacemaker and leads remain in service and no adverse patient effects were reported. Additional information was received approximately seven months later noting he noise on the rv channel continued when bipolar pacing. Rv impedance measurements were stable in the 600 to 700 ohm range with some abrupt decreases to around 400 ohms which then come back to baseline. Since the patient has intact av conduction the rv lead was reprogrammed to unipolar pace during an in clinic visit. The pacemaker and rv lead remain in service and no adverse patient effects were reported. Additional information was received that the rv oversensing of noise with pacing inhibition continued. A revision procedure was performed where the rv lead was surgically abandoned and the pacemaker was explanted. A new pacemaker and rv lead were successfully implanted and no additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. Corrected e3 occupation as was inadvertently incorrect on previous report.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. Corrected e3 occupation as was inadvertently incorrect on previous report. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient presented to the emergency room due to syncope. Upon interrogation it was noted there was atrial pacing below the lower rate limit. The pacemaker was programmed to pace and sense in both the atrium and ventricle at a lower rate limit of 60 paces per minute. Boston scientific technical services (ts) reviewed the real time strip and found that there were frequent premature ventricular contractions (pvcs)that were re-setting the timing of the atrial paces. Ts discussed programming options and that this is normal device function. The field representative called back the next day and noted the patient was admitted to the hospital as later they noted sinus pauses leading to syncope. It was noted the patient is sinus node dependent. Upon interrogation of the pacemaker there was right ventricular (rv) oversensing of a non physiologic signal intermittently marking it inappropriately as pvcs. Ts discussed that the pacemaker has rv base timing, so when there were the inappropriate pvcs it reset the v to a timer. When the oversensed noise is frequent atrial pacing can become inhibited and the programmed mode may not matter. The field representative reprogrammed the rv sensitivity to 5.0 mv as the r-wave amplitude was at 10 mv, which mitigated the oversensing. The cause of the noise on the rv channel was unable to be determined. The pacemaker and leads remain in service and no adverse patient effects were reported. Additional information was received approximately seven months later noting he noise on the rv channel continued when bipolar pacing. Rv impedance measurements were stable in the 600 to 700 ohm range with some abrupt decreases to around 400 ohms which then come back to baseline. Since the patient has intact av conduction the rv lead was reprogrammed to unipolar pace during an in clinic visit. The pacemaker and rv lead remain in service and no adverse patient effects were reported. Additional information was received that the rv oversensing of noise with pacing inhibition continued. A revision procedure was performed where the rv lead was surgically abandoned and the pacemaker was explanted. A new pacemaker and rv lead were successfully implanted and no additional adverse patient effects were reported.

Event description:
It was reported that the patient presented to the emergency room due to syncope. Upon interrogation it was noted there was atrial pacing below the lower rate limit. The pacemaker was programmed to pace and sense in both the atrium and ventricle at a lower rate limit of 60 paces per minute. Boston scientific technical services (ts) reviewed the real time strip and found that there were frequent premature ventricular contractions (pvcs)that were re-setting the timing of the atrial paces. Ts discussed programming options and that this is normal device function. The field representative called back the next day and noted the patient was admitted to the hospital as later they noted sinus pauses leading to syncope. It was noted the patient is sinus node dependent. Upon interrogation of the pacemaker there was right ventricular (rv) oversensing of a non physiologic signal intermittently marking it inappropriately as pvcs. Ts discussed that the pacemaker has rv base timing, so when there were the inappropriate pvcs it reset the v to a timer. When the oversensed noise is frequent atrial pacing can become inhibited and the programmed mode may not matter. The field representative reprogrammed the rv sensitivity to 5.0 mv as the r-wave amplitude was at 10 mv, which mitigated the oversensing. The cause of the noise on the rv channel was unable to be determined. The pacemaker and leads remain in service and no adverse patient effects were reported.